Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification

Event description:
A peritoneal dialysis (pd) patient reported during dwell 3 getting an alarm for a supply bag blockage. The alarm could not be cleared. Treatment was discontinued. The patient opened the cassette door to remove the cassette and found fluid inside the cycler door. The patient was advised to contact his pd nurse. The set was discarded. During follow up, the patient reported there were no injuries or complications from the leak event. The patient's effluent remained clear. He was not prescribed any antibiotics. No adverse event reported at this time.